Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 row b was not detected on bus. A field service engineer (fse) opened the back panel, verified light emitting diodes (leds) on the drawer and bus controller boards, reseated all row board connections, powered the station back on, and the customer successfully recovered the drawer with no further issues reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bh-vne main drawer 2.2, row b, all three pockets required maintenance and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.